Event description:
It was reported that restenosis occurred, requiring intervention. A 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in an atherectomy procedure with angioplasty and stent placement of left superficial femoral and popliteal arteries. The lesion was located in a completely occluded superficial femoral artery and there was reconstitution of the popliteal artery below hunter's canal. A boston scientific rotablator atherectomy device was used to treat the entire length of the superficial femoral and popliteal artery. This ranger balloon was then used to dilate the entire length of the superficial femoral and popliteal arteries. It was noted that this required extra pressure, so they exchanged the ranger balloon for a charger balloon which would tolerate pressure up to 20 atmospheres, where they essentially got complete expansion finally throughout. Imaging showed significant narrowing through hunter's canal, so it was elected to place a self-expanding nitinol stent across hunter's canal and then post-dilated. Following this, repeat angiogram showed wide patency to the superficial femoral and the popliteal artery with brisk flow into the intrapopliteal vessel. Approximately eight months later, reocclusion of the left superficial femoral artery and left superficial femoral stent was identified. The reocclusion was successfully crossed and treated with atherectomy and drug-coated balloon angioplasty, restoring wide patency with 3 vessel runoff in the calf. No further patient complications were noted.